Event description:
It was reported that a patient was implanted with an impella cp and experienced a brief episode of pulse less ventricular tachycardia (vt). One round of cardiopulmonary resuscitation was performed. The impella cp was replaced the next day. The patient's outcome is stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.